Event description:
The user facility reported that during an unspecified procedure the screen went black. The procedure was canceled. There was no pt injury reported. Olympus f/u with the user facility via telephone and in writing in an attempt to obtain more detailed info but with no result.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's experience. There was no image and all the camera switches were not working. The device was examined with a baroscope and a tear was found in the biopsy channel. In addition, there was fluid invasion in the control body, the light guide connector, video connector, and in the bending section area. The phenomenon was attributed to fluid invasion. The device was refurbished.